Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown kyphoplsaty at l1. Surgeon delivered cement and inserted the balloon and inflated. When the surgeon tried to remove the balloon, it ruptured and fragments were left inside the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the distal part of the balloon is missing. Functional analysis is not more possible due to the fact that a part of the balloon is missing. During visual analysis it was confirmed that the distal part of the balloon and both marker band were not received with the ibt. Based on the information provided, functional and visual analysis, the most probable root cause of the separation of the ibt cannot be found. But the balloon was probably not able to come back from the vb through the vertebral body due to the shape taken during inflation in the bone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.